Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had kinks at approximately 94.0 cm and 98.0 cm from the proximal end. The pusher assembly was fractured at approximately 96.0 cm from the proximal end. The embolization coil was detected from the pusher assembly and was undamaged. Conclusions: evaluation of the first returned pod6 revealed a functional device. During the functional testing, the embolization coil was able to be advanced through its introducer sheath and the demonstration px slim; resistance was experienced due to the bends on the pusher assembly. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the reported resistance could not be determined. Further investigation revealed that the pusher assembly had bends along its length. These damages were likely incidental and may have occurred during packaging for return to penumbra. Evaluation of the second returned pod6 confirmed kinks on the pusher assembly. If the device is forcefully advanced against resistance, the pusher assembly may become kinked. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. The root cause of the resistance could not be determined. Further investigation revealed that the pusher assembly was fractured and the embolization coil was detached. These damages were likely incidental and may have occurred during packaging for return to penumbra. Evaluation of the ruby coil revealed that the embolization coil stretch resistant (sr) wire was fractured. If the device is forcefully retracted against resistance, damage such as this may occur. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. The root cause of the resistance could not be determined. Further investigation revealed that the pusher assembly had bends along its length. These damages were likely incidental and may have occurred during packaging for returned to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2019-00407. 2. 3005168196-2019-00409.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00407; 3005168196-2019-00409.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod6s and ruby coils. During the procedure, the physician advanced a pod5 in the target vessel but it was deemed to be small; therefore, it was removed. The physician then attempted to advance a pod6 through a non-penumbra microcatheter but resistance was felt and the pod6 would not advance; therefore, it was removed. The physician then successfully advanced the previously removed pod5 in the microcatheter to check for kinks in the microcatheter. After removing the pod5, the physician attempted to re-advance the pod6 again through the microcatheter; however, the pod6 failed to advance and, therefore, was removed. While attempting to advance another pod6 through the microcatheter, the physician experienced friction and, the pod6 would not advance and was kinked. Therefore, it was removed. Next, the physician advanced a ruby coil in the target vessel, but it was deemed to be large; therefore, it was removed. While attempting to advance another ruby coil through the microcatheter, the ruby coil advanced partly through the microcatheter, then resistance was encountered. Subsequently, the ruby coil stopped advancing and unintentionally detached inside the microcatheter. Therefore, the physician removed the entire system. The procedure was completed using a new microcatheter and additional coils. There was no report of an adverse effect to the patient.